Event description:
It was reported that the pt's work station has bluetooth connections in the same room. When he is close to this room his infusion device vibrates and performs random operations. When he is in his office, away from the room his infusion device performs normally. One instance involved the infusion device unintentionally delivering 25 units of insulin causing hypoglycemia despite the pt intaking sugar. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for product eval.

Manufacturer narrative:
The incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.